Manufacturer narrative:
H6 - health effect clinical code: 4581 - bad vision, poor quality. Claim#: (B)(4).

Event description:
The reporter indicated that the surgeon implanted an implantable collamer lens into the patient's left eye (os) on (B)(6) 2023. The surgeon reports the patient "appears great and stable postop course with vision 20/40 in the right and 20/25 in the left with residual myopia (expected). His vault is estimated 1 to 1.5 cct depths. He has updated glasses which he uses and wears that he states does nothing for the glare. It helps him see better but nothing for the glare which is the main bother. The glasses are about -2. His icl's were evo and -16.5 / 1.0 cyl and size 12.6. He complains of satisfactory day time vision but poor quality / poor contrast when inside and especially poor at night time. He states it is better with brimonidine. When pressed he states that its acceptable. He is so bothered by the glare and poor vision especially inside / night that he desires the icl's removed over using brimonidine. I have not tried or recommended pilo because brimonidine seems to help." Lens remains implanted.